Manufacturer narrative:
Upon review of the device history for the serial number (B)(4), it was determined that the glidescope avl video baton 3-4 was manufactured on 28-sep-2017. Due to the age of the device, and the fact that there are no repairs available, the customer was advised to replace the unit. The customer was provided with the option to have their device returned for evaluation and disposal; however, the device has not been returned to verathon for evaluation. At this time, the cause could not be determined. Should the device be returned or additional information is received, a supplemental report will be submitted in accordance with 21 cfr 803.56 with the additional information. Corrective action is not required at this time. Verathon will continue to monitor for trends.

Event description:
The customer reported that during a patient procedure, using a glidescope avl video baton 3-4, the image would disappear intermittently when the cable was bent. No delay in the procedure, use of a backup device, or harm to the patient or user was reported.